Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when the threshold measurement of the right ventricular (rv) lead increases, loss of capture and asystole occurs. As a result, the output was increased. No additional adverse patient effects were reported.